Event description:
The IV(intravenous) team was consulted to replace a leaking IV. Upon arrival to room #214, a full assessment of the line revealed positive blood return, but leakage was noted at an unusual location on the 22g IV catheter, not at the insertion site. Saline was observed leaking near the junction between the blue hub and the white catheter. The catheter was removed intact, and a dressing was applied. While preparing to insert a new 22g IV, the extension tubing was primed with normal saline, but leakage was noted below the connection of the needleless connector and the hub of the extension tubing. A second extension tubing was primed, but it also leaked from a different area. The third extension tubing was primed without issues, and a 22g IV was successfully inserted for vascular access. Ref report: mw5160778.